Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced power elevations and was admitted to the hospital with a temperature. The hospital suspected an outflow graft kink.

Manufacturer narrative:
The patient remains ongoing. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the MFR's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of power elevations and a suspected kink in the outflow graft could not be confirmed, because no log files were submitted and vad-(B)(4) is not available for evaluation. No issues with the vad were reported. The patient remains ongoing on vad- (B)(4) history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was discharged home on (B)(6) 2013. The inr was therapeutic and the patient was to follow up with his primary care physician. No issues with the pump to report.